Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately last year.

Event description:
It was reported that the patients ipg will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. Electrocautery was used during the procedure. The explanted device will not be returned due to hospital policy.